Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath via the right femoral artery. He met resistance while back loading the iab over the guidewire, requested another iab, and the insertion was completed. There were no reported pt complications.